Event description:
The customer complained of a questionable ise indirect na for gen.2 result for 1 patient tested on a cobas 8000 cobas ise module (double). The initial sodium result was 162 mmol/l. The same patient sample was tested twice on another cobas 8000 ise system with sodium results of 153 mmol/l and 153 mmol/l. The erroneous result was not reported outside of the laboratory. There was no adverse event. The patient sample was processed by a modular pre-analytical system. The sodium electrode lot was requested but was not provided. The field engineering specialist determined that the root cause was due to the dilution nozzle being misadjusted. He adjusted the dilution nozzle. The customer ran successful calibration and qc testing. Precision testing was performed with acceptable results.